Manufacturer narrative:
There was no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. There was no procedure involvement. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine preventative maintenance procedure, the following issues were identified: five (5) depth gauge for small screws had a bent needle; one (1) reduction forceps with jaw-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a weak grip; one (1) reduction forceps with points narrow-ratchet had a broken tip; one (1) reduction forceps with points narrow-ratchet had a weak grip; one (1) application instrument for sternal zipfix had a broken tip. There was no patient or procedure involvement. This report is for a reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 399.99 , synthes lot number: a7qa46 (wo 917696, 917777, 918011) , release to warehouse date: n/a , manufacture site: n/a , part expiration date: n/a , list of nonconformance¿s: n/a . The lot a7qa46 consists of 3 different tuttlingen production lots (wo) . Manufacturing date and works order # are as follows: man. Date qty. Wo # 14-nov-2007 50,00 917696 , 14-nov-2007 50,00 917777 , 16-nov-2007 100,00 918011 . A review of the 3 device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Traceabilty to the raw material lot number could not be established during this DHR review, due to the age of the instrument. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: (broken): device condition: visual inspection performed at customer quality (cq) observed one of the tips of the forceps to be broken. The broken fragments were not returned at customer quality. No new issues were identified on other portions of the device. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: following relevant drawings of the returned instrument was reviewed and no design issues were identified. Top level drawing for forceps dimensional analysis of the broken tip measured the thickness at the broken portion as 2.66 mm that falls within the specifications of 2.5mm +/- 0.1mm. The lot a7qa46 consists of 3 different tuttlingen production lots (wo: 00 917696, 00 917777, 00 918011). A review of the 3 device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. Traceability to the raw material lot number could not be established during this DHR review, due to the age of the instrument. No ncrs were generated during the production of this device. Conclusion: while no definitive root cause could be determined, it is possible that given age of the device (over 10 years) and any unintended forces encountered by the device could have contributed to given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number initially provided (a7qa46); additional synthes lot numbers are 917696, 917777, 918011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.